Event description:
It was reported that the patient experienced discomfort while charging the implantable pulse generator (ipg) due to severe shoulder and back pain. It was also noted that the patient had difficulty charging the ipg as it had to be charged frequently. The patient underwent an ipg replacement procedure.